Event description:
A customer stated that the "hundreds unit" is only displaying a partial number. For example at the start up "all 8's should be displayed". The hundreds unit instead of displaying an 8 is displaying a 3. A request was made to return the unit for evaluation. In the meantime a replacement unit has been provided.